Event description:
A us distributor reported that a patient's electrode belt's cable was damaged, and was experiencing add gel/replace belt and adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/adjust belt messages, damaged cable) was due to the electrode belt ECG "a&b" and ¿c&d¿ cables being cut, causing the ecgs to be non-functional. The belt was unable to complete a falloff test. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.